Manufacturer narrative:
Concomitant medical products: 439888 lead; w4tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on current electrograms (egm) and possible far field r-wave (ffrw) oversensing was also noted on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.